Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and "hole in valve." Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of deflation and valve leak and/or damage was received on february 19, 2025 with lot number 1754113. Based on the device analysis grid, the assessments of the complaint are: deflation: observed an opening assessed as surgical damage. Valve leak and/or damage: not observed. As per the investigation procedure creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a right side deflation and "hole in valve." Device has been explanted.